Manufacturer narrative:
Pc-(B)(4). Date sent: 12/18/2023. D4: batch # 538a49. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload not loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. During the visual inspection, the reload pan was damaged as a hit was noted on the batch area. In addition, the gripping surface from the right side was damaged. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and the damages noted on the reloads are related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 538a49, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.